Event description:
It was reported that during the procedure, the blade failed. Troubleshooting indicated blade had failed and was replaced with a new blade. Case completed without any adverse patient outcomes.